Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade IV, swollen lymph node, and pain. Healthcare professional confirmed capsular contracture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: stress marks, crease fold and wear abrasion observed on the device. Observed an opening on posterior assessed as fold flaw opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture baker grade IV, swollen lymph node, and pain. Healthcare professional confirmed capsular contracture. Device remains implanted.